Event description:
It was reported that at a routine follow-up appointment, an inappropriate shock was noted from this subcutaneous implantable defibrillator (s-ICD) system. The physician suspected that the shock was the result of over-sensed noisy signals. Diagnostic imaging was performed which confirmed normal system placement and no evidence of damage or under-insertion. The physician elected to reprogram the system's sensing vector to resolve the event and no additional adverse patient effects were reported. The patient was continuing with remote monitoring; however, recently, the physician elected to explant and replace the entire s-ICD system to resolve the event. No additional adverse patient effects were reported. It is unknown if the system will be returned for analysis.

Event description:
It was reported that at a routine follow-up appointment, an inappropriate shock was noted from this subcutaneous implantable defibrillator (s-ICD) system. The physician suspected that the shock was the result of over-sensed noisy signals. Diagnostic imaging was performed which confirmed normal system placement and no evidence of damage or under-insertion. The physician elected to reprogram the system's sensing vector to resolve the event and no additional adverse patient effects were reported. The patient is continuing with remote monitoring and this s-ICD system remains implanted and in-service.